Event description:
Baxter received a report from a general manager involving an automix 3+3 compounder. According to the facility, the device would not pump baxter amino acids on the blue station. Reportedly there was no alarm present. It was reported that this condition had occurred previously. The unit would just stop and the users would restart the compounder. This issue happened during use. The unit is being swapped. There was no patient involvement and therefore no patient injury or medical intervention. No further information was available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of "the device would not pump baxter amino acids on the blue station" was not confirmed nor reproduced during device evaluation. Therefore, no root cause could be determined and no repair was necessary to correct the reported condition. A device history review was performed with no exceptions found that would cause or contribute to the reported condition.